Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fracture is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed the catheter attached to the patient with a clear dressing. The catheter tubing was observed to be fractured a few inches distal to the connector. No details of the fracture could be seen in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there was a case of a broken catheter occurred on 18 july 2024, where the patient was found to have a broken catheter during maintenance, and the catheter was broken at the puncture point. It was learned at the hospital that the patient has now been transferred to another hospital and no formal complaint has been made to the hospital. Other circumstances of the patient are not known at this time. No other information provided, at this time.

Event description:
It was reported that there was a case of a broken catheter occurred on (B)(6) 2024, where the patient was found to have a broken catheter during maintenance, and the catheter was broken at the puncture point. It was learned at the hospital that the patient has now been transferred to another hospital and no formal complaint has been made to the hospital. Other circumstances of the patient are not known at this time. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.